Event description:
It was reported that a patient had stored episodes of non-sustained oversensing. At that time, the physician had adjusted the patient's medication. Further, episodes of pvc were observed and were partially blanked. T-wave oversensing was noted. No programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).